Event description:
It was reported that pump experienced a malfunction alarm with code malf 16 and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.